Manufacturer narrative:
The patient's age was reported as in the "70s". The event occurred on an unreported date in (B)(6) 2021. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics (dose, route and frequency were not reported) for the event. At the time of this report, the patient has recovered from the event. The patient was scheduled to be discharged one day after receipt of this report. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.